Event description:
It was reported that the patient presented in clinic for follow-up. Chest x-ray was performed and revealed left ventricular (lv) lead dislodgement. The lv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. Visual inspection, specification measurement and electrical testing were normal with no anomalies found.